Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 1833 - encephalopathy.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced vomiting, shortness of breath, and tachycardia. The patient was taken to the hospital and diagnosed with ane (meant to be acute necrotizing encephalopathy, but this information is unclear as there was no confirmation about diagnostic). The patient¿s blood glucose values were checked. The cgm was reading 3.2 mmol/l and the blood glucose reading was 24.0 mmol/l. The patient was treated with insulin solution (IV) and chloride potassium. The patient stayed at the hospital for less than 24 hours. At the time of the report, the patient recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.